Event description:
Journal article received: radiographic and functional results of osteosynthesis using the proximal femoral nail antirotation (pfna) in the treatment of unstable intertrochanteric femoral fractures; sahin s., erturer e., ozturk I., toker s., seckin f., akman s.; acta orthopaedica et traumatologica turcica. (2010); 44 (2):127-134 reported: late postoperative complication of tenderness over the fascia lata in seven patients. Device was reported as synthes product. A copy of the journal article is being submitted with this medwatch. This report is for an unknown. This report is 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Acta orthopaedica et traumatologica turcica, volume 44, number 2, 2010. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.